Event description:
New information notes that pacing through the lv lead did not result in captured heart tissue. The patient was in good condition before, during, and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped due to a capture anomaly.